Manufacturer narrative:
(B)(4). The microcatheter and the guide wire were returned. The microcatheter was found cut at its proximal shaft. The guide wire was found inserted in the microcatheter. The distal segment of the guide wire was found fractured. The strands on the microcatheter shaft were twisted and deformed. The strand pitch was widened. Microscopic observation of the distal segment of the catheter found no damage on the tip. Microscopic observation of the guide wire found that polymer jacket was torn at approximately 6mm proximal to the proximal solder which was designed to fix the coil wire on the core wire at 30mm from the distal end of the guide wire. The coil wire was found elongated for approximately 20mm from the proximal solder and found fractured. Necking of the fracture end of the coil wire was observed, inferring that tensile stress had contributed to fracture. The core wire and inner coil wire were found fractured at approximately 24mm distal to the proximal solder. The fracture ends of the core wire and inner coil wire were observed under the scanning electron microscope. It revealed that the core wire was bent near the fracture end, where circumferential cracks were found, inferring that pressing and bending force was repeatedly applied on the segment. Necking of fracture end of the inner coil wire was observed, which could be attributed to fracture due to tensile force. Investigation of the returned guide wire suggested that the core wire was fractured at approximately 6mm from the tip, the inner coil wire was elongated and fractured, and the coil wire was elongated and fractured at approximately 25mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation results, it was presumed that rotational force due to catheter delivery was accumulated on the catheter shaft, causing the catheter shaft strands to be deformed and increasing the resistance between the catheter and the guide wire. The core wire of the guide wire could be fractured as pulling force was repeatedly applied and accumulated on the segment due to withdrawal of the microcatheter and pushing and pulling of the guide wire while the distal segment of the guide wire was trapped by the lesion. As pulling force was applied upon removal, the inner coil wire was fractured and the coil wire as well as the polymer jacket were elongated and fractured. It was concluded that this event was not attributed to product quality instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesions; [warnings] if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear; [warnings] always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.); and, [malfunction] damage (separation, deforming), removal difficulty.

Event description:
It was reported that an asahi microcatheter got stuck with an asahi guide wire when the guide wire was advanced by knuckle wire technique followed by the microcatheter during a ppi to treat a heavily calcified cto in sfa. Access was made from the right femoral artery by ipsilateral and antegrade approach. When attempt was made to pull the guide wire hard for exchange, the guide wire could not be withdrawn. The catheter shaft was found deformed. The microcatheter was cut at its proximal segment. A guiding catheter was advanced along the remaining shaft of the microcatheter. The microcatheter and the guide wire were withdrawn as a unit. A new guide wire was used to continue the procedure. The lesion was stented and the procedure was completed with reestablished blood flow. There were no adverse patient effects associated with the microcatheter deformation and the patient was fine without problem after the procedure.